Event description:
Have been wearing the libre 3 (14 day) sensor for about 5-6 months. Three (3) units have failed outright after 3,5, and 9 days and were replaced by abbott. Since my last sensor was replaced around 9 days ago I have been receiving hypoglycemic warnings with glucoses reported as low as 53. Although I did not feel hypoglycemic I nevertheless took glucose or carbohydrate supplements out of an abundance of caution to avoid serious medical problems. Many of these events have occurred at night and awakened me from sleep and are completely unexpected based upon the timing of my carbohydrate and insulin use. For example, I take only short-acting insulin before meals, nothing long acting. Today was the first opportunity I had to cross check an urgent glucose warning of a reported level of 54mg/dl with my glucometer. The contour one device gave me readings of 108 and 98 in two different fingers with unexpired strips. There is no swelling or pain at the site of the libre3 placement in my right arm, and the placement of the device is essentially the same as past devices, though I do rotate arms every time a device is changed. The insinuation from the abbott representative is that I placed the device "too deep" which is pretty ridiculous given that I am using their insertion device and certainly have adequate muscle mass in my arm. By the way I am 77-year-old and a retired physician. Inserted date: (B)(6) 2024. Reference report #mw5161903, #mw5161905.